Event description:
It was reported that the procedure was to treat calcified lesions in the left main (lm). The patient was admitted in cardiogenic shock. A balance middleweight guide wire was advanced into the left anterior descending (lad) and circumflex (cx) vessels. Pre-dilatation was performed, and the 4.0 x 12 mm vision stent delivery system (sds) was advanced; however, the device could not cross the lesion, and the stent dislodged in the lm to the lad vessel. An attempt was made to retrieve the stent with the sds balloon, but was not successful. Another attempt was made to retrieve the stent with an unknown balloon, but this was also unsuccessful. A 2.0 balloon was then advanced to the lm to the cx, and the stent was crushed into the lm to the lad. A 3.0 balloon was then used to embed the stent in the vessel wall. A non-abbott stent was deployed in the lm to the lad, and post-dilatation was performed. The patient experienced no flow into the lad, and cardiopulmonary resuscitation (CPR) was administered. Angiography confirmed that the vision stent had migrated to the proximal lad, leading to an occlusion. During an attempt to crush the stent into the proximal lad with an additional balloon, the vision migrated further to the mid lad. Another balloon was advanced to the mid lad for dilatation; however, CPR was not successful, and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(6). The rx vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomy was calcified, which likely contributed to the reported failure to advance. It is likely an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds within the patient anatomy would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported that after the stent dislodged, the patient experienced no flow in the left anterior descending artery and cardiopulmonary resuscitation (CPR) was administered. The patient later died. Death is a known adverse event as listed in multi link vision coronary stent system rx and otw instructions for use (IFU). A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.